Event description:
Patient additionally reports capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture, baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reports "very strong pain and abnormal inflammation, patient underwent ultrasound of the right breast and found an accumulation of fluid". Additionally, healthcare professional reports "granulomatous chronic inflammatory process with presence and giant foreign body type cells". Additionally, patient reports capsular contracture, baker grade iii. The device has been explanted. This record is for the right side.

Manufacturer narrative:
Duplicate information was previously sent in report 9617229-2020-05916. All information has been consolidated in this report.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was granuloma. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Patient reports "very strong pain and abnormal inflammation, patient underwent ultrasound of the right breast and found an accumulation of fluid". Additionally, healthcare professional reports "granulomatous chronic inflammatory process with presence and giant foreign body type cells". The device remains implanted. This record is for the right side.